Event description:
Info received indicated that the head hi/low function has a slow drift. Two valves were replaced but the issue remains.

Manufacturer narrative:
The tech isolated the issue to the hydraulic manifold. He replaced the hydraulic manifold to repair the bed and it is now functioning properly.